Event description:
The customer reported the system generated x-rays without command. The fe reported the power supply voltage dropped and the system locked up. The system was not generating x-rays. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.